Event description:
The user's hearing performance with the device was affected. In october 2019 channels with abnormal impedances were found. Since then there has been an increase in affected channels. Reportedly, there was a decrease in hearing performance in 2021 and eventually the user stopped wearing the external device. The user was re-implanted.

Manufacturer narrative:
Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2019 channels with abnormal impedances were found. Since then, there has been an increase in affected channels. Reportedly, there was a decrease in hearing performance in 2021 and eventually the user stopped wearing the external device. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.